Manufacturer narrative:
H3: analysis of the sample was completed, visually the inner shaft and hub bushing were dislodged and not returned with the inner hub. There was deformation in the outside diameter of the distal end of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.351 inches in the deformed area which was out of specification. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. H6: codes updated. Previously applied codes fdm b17, fdr c20, fdc d16 and img g04041 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-op, an attachment was stuck and broken in the m5 handpiece. There was no patient involvement.